Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited a gradual increase in shock impedance measurements on the right ventricular (rv) channel. Technical services (ts) was consulted and upon case review identified intermittent out of range shock impedance measurements spikes above 200 ohms on the rv channel. No adverse patient effects were reported. This ICD system remains in service.